Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that surgeon was attempting to remove three piece modular sl wagner trial stem. 190 mm screw broke into two pieces. Distal piece became lodged in distal trial stem while proximal screw and proximal trial separated and were removed by surgeon. Surgeon was unable to remove distal stem . Therefore, he performed eto and was eventually successful in removing distal trial stem with distal half of broken screw. Surgery was delayed for 90 minutes. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event was identified: screw of trial stem fractured. Review of event description: it was reported that during removal of the wagner trial stem, the 190mm screw broke into two pieces. The distal piece of the screw became lodged in distal trial stem while proximal screw part and proximal trial stem could be removed. The surgeon attempted to remove distal stem with numerous attempts. Review of received data. No medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the products were discarded. Review of product documentation: inspection plan: - for the screw: - characteristic no. 2 feature "material 1.4301¿. Means of inspection: visual - characteristic no. 11 feature "dimension (25 0/-0.5)¿ means of inspection: höhenmessgerät - characteristic no. 16 feature "dimension (7.5 0/-0.5)¿ means of inspection: höhenmessgerät - characteristic no. 17 feature "screw thread (m5)¿ means of inspection: gewindelehrring. - characteristic no. 22 feature "screw thread (m8 8g)¿ means of inspection: gewindelehrring. - for the proximal part.: - characteristic no. 10 feature "screw thread (m8)¿ with scope of testing aql 1.0. Means of inspection: gewindegrenzlehrdom - characteristic no. 13 feature "diameter (8.2 0.05/-0.05)¿ - 100% testing at supplier - characteristic no. 15 feature "diameter (5.1 0.1/0)¿ - 100% testing at supplier - characteristic no. 18 feature "dimension (20 0.2/-0.2)¿ - 100% testing at supplier - characteristic no. 19 feature "dimension (5 0.1/-0.1)¿ - 100% testing at supplier - for the distal part.: - characteristic no. 22 feature "dimension (5 0.1/-0.1)¿ with scope of testing aql 2.5. Means of inspection: messschieber - characteristic no.23 feature "dimension (7 0.2/-0.2)¿ with scope of testing aql 2.5. Means of inspection: gewindelehrdom/messschieber - characteristic no. 24 feature "dimension (22 0.2/-0.2)¿ with scope of testing aql 2.5. Means of inspection: messschieber. - characteristic no. 25 feature "diameter (4.2 0.1/-0.1)¿ with scope of testing aql 2.5. Means of inspection: prüfstifte. - characteristic no. 26 feature "screw thread (m5) (5 0.1/-0.1)¿ with scope of testing aql 1.0 means of inspection: gewindegrenzlehrdom. - characteristic no. 28 feature "diameter (5 0.2/0.1)¿ with scope of testing aql 2.5. Means of inspection: prüfstifte. Instruction for use (IFU): IFU states "after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Reassemble and tighten screws where appropriate." Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. -> not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. -instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient -> not possible, according to material compatibility specification, the material has been tested. Additionally, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the fractured part of the screw remained in the distal trial stem. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. As the lot number and therefore the manufacturing date remains unknown, a deterioration in functino as a result of repeated use is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - components stuck together, incorrect conclusion on size due to compatibility of incompatible combinations => possible. The reported trail stems size (190 mm) is compatible to the reported screw 190 mm. However, as the products have not been returned, the length cannot be confirmed. Therefore it cannot be excluded that a wrong sized screw was applied. Conclusion summary: the instruments have not been returned for an investigation, therefore the complaint could not be confirmed and the event could not be recreated. The surgical delay of 90min caused by the effort to remove the distal trial stem leads to the conclusion that this distal trial stem was fixed very firmly inside the bone. Therefore excessive high forces might have been applied prior to the breakage of the screw in order to remove the trial stem. This could have lead to the breakage of the screw. No similar complaints have been reported for this product number. Therefore a product failure seems very unlikely. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).